Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 472.370s, lot: 32p0340, manufacturing site: bettlach, release to warehouse date: december 24, 2019 , expire date: december 1, 2029. A manufacturing record evaluation was performed for the finished device 472.370s, lot: 32p0340 and no non-conformances were identified. Visual inspection: the pfna ø10 sm 125° l200 tan (p/n: 472.370, lot number: 32p0340) was received at us customer quality cq. Visual inspection of the complaint device showed the nail had broken at the proximal slot. Drill marks were observed. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: nail od measured dimensions: nail od = conforming device used - caliper. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the nail had broken at the proximal slot. Drill marks were observed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information received: the proximal end of the nail was extracted quickly with the extraction tip. The distal end in the femur was difficult to remove and it was necessary to fight to introduce a hook in the notch of the locking hole after several attempts it was successfully removed. The patient subsequently underwent a hip replacement.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a procedure due to the intramedullary nail broke at the level of the passage of the fixation screw. On (B)(6) 2021 the extraction of the nail was performed successfully. The patient had nail implanted on (B)(6) 2020. During the extraction, there was no fragments are generated. The patient outcome was unknown. Concomitant device reported: unk: screw: (part# unknown; lot# unknown; quantity: unknown). Unk: nail head elements: pfna blade (part# unknown; lot# unknown; quantity: 1). Unk: end caps: pfna (part# unknown; lot# unknown; quantity: 1). This complaint involves (1) device. This report is for (1) implant inserter sh connection. This report is 1 of 1 (B)(4).